Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 800mcg/ml clonidine at 66.60mcg/day, 40mg/ml bupivacaine at 3.333mg/day, 250mcg/ml baclofen at 20.81mcg/day, and 12mg/ml dilaudid at 0.999mg/day via an implantable infusion pump for non-malignant pain. The patient reported that the nurse had been having trouble at the last 3 refills stating that "it's off to the side or on the lip or something." The patient reported that the nurse had to root around and it's painful. The refills occurred on (B)(4)2019, (B)(4)2019, and (B)(4)2019. The patient reported that they had been feeling numbness around their waist. A CT scan as done which found nothing wrong with the device. The patient reported that their pain level had increased dramatically. The patient reported in the last month it had been really bad and it is located in the sacroiliac joint. The patient uses a heating pad to try and control the pain. The patient reported that they also had knee pain. It was reported that the patient felt that the level of their meds was higher than they wanted it to be. The patient reported that the increase in meds did not help. No further complications were reported.